Event description:
It was reported that high, out of range pacing lead impedance was noted via a merlin.net transmission. All other electrical parameters were stable. Isometric testing and pocket manipulation were recommended.